Event description:
It was reported that a patient underwent a cesarean section procedure in 2009. The patient was under anesthesia and the procedure was completed when the suture broke upon cleansing the skin. The incision needed to be re-closed.

Manufacturer narrative:
Result: representative samples of the returned product were tested for suture tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.